Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment reason/ indication for mesh implantation: menorrhagia and urinary incontinence procedure (s) performed: laparoscopic assisted vaginal hysterectomy, bilateral salpingooophorectomy, tension-free vaginal tape (tvt) urethral suspension, cystoscopy and anterior repair. Postoperative complications: in 2006: felt weak and had lower abdominal pain, urinary retention , acute urinary tract infection.